Event description:
The customer reported 16 false positive results on the alinity m sars-cov-2 assay. The customer reported that the 16 samples were first tested on the m2000 and then repeated twice on the alinity m, and the results were discrepant. All 16 samples were positive for sars-cov-2 on the first alinity m run and then all were negative for sars-cov-2 when retested on the alinity m. No impact to patient management was reported.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The discrepant results reported by the customer were valid and met assay specification requirements. The samples were not flagged with a qc error code. The control kit lot 523946 was performing as expected during the passing qc run. No abnormal amplification curves were identified during analysis of the alleged discrepant results, and the assay is performing per design assay specifications with correct interpretations. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523946 is performing as expected. The assay controls did not perform as expected due to probable environmental or sample handling contamination. There is no indication that lot 523946 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m sars-cov-2 amp kit (list# 09n78-095) lot# 523946, (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sarscov-2 amp kit (list# 09n78-095) lot# 523946. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list# 09n78-095) lot# 523946. Complaint history review: a lot specific complaint history review was performed to identify complaints related to discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list# 09n78-095) lot# 523946. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list# 09n78-095) lot# 523946 was not identified.